Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, intraocular lens was rotated 80 degrees post-surgery. Patient was a high myope and happy with vision but required repositioning. Doctor reviewed the patient¿s case and target and then rotated to intended axis given the eye had a near target planned and she was satisfied with the result even prior to the rotation. She was delighted that the intraocular lens was on the intended axis. Additional information was requested, but further no information was available.